Event description:
It was reported that a physician using a starclose se device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after clip deployment the device could not be removed. Moderate force was used to remove the device from the pt anatomy. Hemostasis was achieved with the clip. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip deployed with the vessel locator wings protruding out the distal end of the tube set. The sheath was completely slit, however it was twisted around the tube set indicating that twisting of the device occurred during deployment. The safety release rod was pushed inward out of its retaining tab. This type of damage is consistent with an attempt being made to release the vessel locator wings via the safety release button after clip deployment. The safety release button does not function to release the locator wings after clip deployment. The safety release button does not function to release the locator wings after clip deployment. During clip deployment the vessel locators are designed to automatically collapse proximally into the tube set so as not to interfere with the clip deployment. However, the vessel locator wings of this device were severely bent distally. The bent locators indicate that distal forces were applied to the wings during thumb advancement. The bent locators were prevented from collapsing proximally into the tube set. Tissue compressed between the distal end of the tubes and behind the open locators during thumb advancement is the most probable cause for the bent locators and subsequent difficult removal experience. No manufacturing or quality inspection issues were detected. A review of the history record for this device did not produce any findings relevant to the investigation.